Event description:
Hip pain right after approx 4 years after asr resurfacing scintigraphic suspicion of femoral component loosening or stem fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.